Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device. The patient experienced a cgm accuracy issue which occurred on an unspecified day after the sensor was inserted into the abdomen. On (B)(6) 2024, around 9am, the patient¿s cgm was reading high mg/dl. No bg meter reading was taken at this time. The patient self-treated with 10 units of insulin. After an hour, her cgm was still reading high mg/dl. Therefore, the patient¿s husband did a bg meter reading, which was 21 mg/dl. The patient was feeling sweaty and hot. The patient¿s husband called emergency medical services (ems) and, in the meantime, treated the patient with glucagon. Once ems arrived, a bg meter reading was done again, and the bg was still 21 mg/dl. The patient was transported to the emergency room (ER) around 11am. At the ER, the patient was treated with juice and given ¿something to eat¿. The patient was discharged home around 6pm the same day. The patient¿s bg meter reading at discharge was 280 mg/dl. No cgm comparison value was reported at this time. The patient was fine at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.